Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the issue has been resolved. They noted that "the ipg experienced por as a result of the cardiac ablation procedure they underwent."

Event description:
Additional information was received from the manufacturer representative (rep). When asked what steps were taken to resolve the issue, the rep stated the patient was reviewed in a rep/slc clinic where the device was reset on the clinician application. The device acted as expected/intended. The rep stated there was no impedance; just a por from the cardiac ablation procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a data has been deleted message was showing on the patient's handset so they can't turn their stimulation on. It was noted that the patient underwent a cardiac ablation procedure. The issue was discussed with technical services and they have given some suggestions and the rep will review the patient in clinic with the hcp on (B)(6) 2026. The issue was not resolved at the time of this report. Additional information was received from a manufacturer representative (rep). The rep reported that they are seeing the patient with the hcp on (B)(6) 2026 and will clarify additional questions regarding the event at that point. They also indicated that the cause of the "data has been deleted" message showing on the patient's handset as being due to the recent cardiac ablation procedure. Patient's indication for use was noted to be fecal incontinence.